Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "a perforator (ID 261230) was stuck in the patient's skull and got separated during the first burr hole. The sharped part stayed in the patient and the rest of the perforator remained on the motor. Disassembled: the internal mechanism of the drill was visible". The broken part was removed from the patient's skull with a clamp and the procedure was completed with a replacement product available. The event led to less than 30 minutes surgical delay. No patient consequences related to perforator failure. The drill used with the perforator was a midas medtronic. The recommended spring test was performed before the first hole, the angle of approach was perpendicular as states in the instructions for use and a perpendicular approach was maintained through the drilling process, no rocking motion. The patient died few days after the procedure, but according to facility, there was no link between the patient death and this incident.

Manufacturer narrative:
Root cause: per the risk file, potential cause of the perforator becoming stuck in the patient's skull may be related to the clearance between inner perforator and outer perforator allowing debris to enter during use. The cause of perforator disassembly is being investigated through a corrective and preventative action (CAPA).

Event description:
N/a.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - the unit was soiled and disassembled. The bearing was also separated. There was also the presence of a ¿proud¿ weld on the sleeve. The sleeve was defaced to show this proud weld. Spring test attempted after rewelding a new sleeve (lot no: 886730/245685462) along with a new spring (lot no. 2027(75dd7286)). Unit successfully passed the spring test and functioned as designed. The drill test was performed. Unit successfully drilled 5 holes and functioned as designed. Unit passed all functional tests. Root cause: complaint was verified. The root cause of this complaint is being investigated through a corrective and preventative action (CAPA).

Event description:
N/a.